Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the phone monitoring results recorded the presenting strip, the magnet strip, and then another presenting strip. The magnet rate was 85 bpm, however, the final presenting strip showed doo 85 bpm. It was recommended the device be checked again. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the phone monitoring results recorded the presenting strip, the magnet strip, and then another presenting strip. The magnet rate was 85 bpm, however, the final presenting strip showed doo 85 bpm. It was recommended the device be checked again. The device remains in use. No patient complications were reported as a result of this event. It was later reported that when the patient came back in, they were able to get successful magnet response.